Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) triggered, with noise, oversensing, and suspected lead fracture noted. The physician programmed therapies off, and the patient took over a year to schedule the replacement procedure, whereupon the lead was capped and replaced. No patient complications have been reported as a result of this event.